Manufacturer narrative:
The reciproc blue r25 8/100 25mm returned in loose is actually broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1555178, 1555399, 1555217, 1555197). Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Sampling being representative, we can consider that the production vdw batch #277704 is conforming. No fault found. Production meets specifications. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue broke during use. The broken piece was not retrieved and was incorporated into the filling.